Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the past 3 days they had been experiencing urgency problems and when they tried to increase the stimulation they received the message that internal device has lost all data. When asked, the patient said they had any recent medical tests or procedures however said that they did have a leg surgery in november and they didn't turn the stimulation off beforehand. The patient stated the surgery wasn't on the same side as the implant. The patient was redirected to their healthcare provider to further address the issue. The patient to call and schedule an appointment to have the internal device checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.